Event description:
During 3 procedures, the introducer became bent and the part of the introducer distal to the kinking spot dislodge and became stuck inside the patient. The introducer was breaking apart with the distal part of the plastic tube remaining in the femoral vein or migrating upstream into the right cardiac atrium. This required the involvement of vascular surgeons to perform a cut-down procedure to the femoral vein in order to rescue the foreign intravasal body. Alternatively, the dislodged introducer-part was rescued using catheter techniques including loop snare catheters from an additional venous access though the internal jugular vein or the contralateral femoral vein. It was stated that there were no indications of user error. No other complications occurred.

Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. The sheath had been bent and torn proximal to the distal tip. Review of the device history record was not possible as the lot number is unknown. The cause of the damage remains unknown.